Event description:
It was reported that this inflatable penile prosthesis cylinders and pump were removed due to crossover from one corporal body to the other. After the patient healed from the crossover, new cylinders and pump were implanted. The previous reservoir was emptied and refilled. No patient complications were reported.